Event description:
It was reported that bd vacutainer® push button blood collection set failed to contain blood. The following fields were corrected with additional information: " when collecting a blood sample from a patient using the blood collection set butterfly, the tubing had a hole in it causing the blood to never reach the vacutainer."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set failed to contain blood. The following fields were corrected with additional information: "when collecting a blood sample from a patient using the blood collection set butterfly, the tubing had a hole in it causing the blood to never reach the vacutainer."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to cut tubing or leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cut tubing or leakage. Bd was not able to identify a root cause for the indicated failure mode.